Event description:
"S/p b subgl surgitek gel (? Size) implants for augmentation c/o progressive onset of systemic probs. Also has l breast mass, cyst. Pt does not do breast self exam but thinks it may be gone, popped after last mammogram. L breast developed capsular contracture immediately post op and pt has had 10 closed capsulotomies over last few yrs. Still has firmness but has not had one in a while. Pt has not noted decrease in size/change in shape of breasts. C/o shooting, burning pain and electric sensations in breasts developed after rough mammogram in 1992. Also c/o arthralgias with swelling and am stiffness, esp of hands and wrists, muscle spasms, intermittent chronic fatigue, low grade temps to 100 degrees fahrenheit (not since aug), chronic ha's, visual disturb, memory probs, buccal ulcers, acne resurgence, increased sensitivity to chemicals and odors, sob, choking sens and wgt gain as well as easy bruising. Mammogram shows l breast mass round and benign appearing with us + cyst (smaller recently). Neg fh breast ca. Pt is otherwise healthy."